Manufacturer narrative:
Device manufacture date is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing noise issue was observed on the ra lead. The source of the noise issue is unknown. Lead was capped on (B)(6) 2019 and a new lead was implanted. Patient was stable.